Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that the monitor could not connect to an external device; intermittent connection issue. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.